Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was noted to be kinked/bent, main coil was noted to be detached from the coil delivery wire, the proximal contact was noted to be kinked/bent, main coil was noted to be stretched, it was noted there was no suture present on the coil protruding the catheter. Functional inspection could not be performed due to main coil jammed in catheter. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the damage to the coil occurred during advancement in the proximal end of the microcatheter, the coil was not advanced or retracted with force, and the tortuosity of the patient's anatomy was moderate. During analysis, the coil delivery wire and proximal contact were noted to be kinked/bent. The main coil was noted to be in jammed in the hub of the sl-10 microcatheter and was detached from the coil delivery wire. The main coil was noted to be stretched and there was no suture present on the coil protruding from the catheter. Therefore, the reported event was confirmed. In the case of this complaint, it is probable that the main coil sustained damage during advancement/retraction inside the microcatheter which caused it to jam. It then likely detached prematurely when the delivery wire was pulled back. It is probable that additional force was applied at the proximal contact and delivery wire in response to the reported friction which caused these sections of the device to kink. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) 'coil in catheter friction' , ar/aa 'main coil stretched', ar/aa 'main coil suture damage', aa 'catheter, coil jammed', and aa 'main coil prematurely detached/separated during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the aa 'coil delivery wire kinked/bent' and aa 'coil proximal contact kinked/bent' since these issues are due to handling of the device during the clinical procedure.

Event description:
Analysis of the returned device found the main coil prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.